Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the patient had a history of urine infections, but they had gotten worse since she had gotten the implant. The patient was in the hospital. The patient had fallen, broke something in her back and went to the hospital around (B)(6). The first time the patient was given pain pills and then sent home. The caller had recognized the patient had a urine infection but the physicians had not. The infection was untreated for 3 days. The caller had checked the patient's device and it was on. It was noted the patient was currently "out of it" as they had not treated the infection right away. The caller indicated it "may have gone deeper." The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Follow up information received from the healthcare provider (hcp) on sep-19 confirmed that the patient has a history of utis, and that the cause is due to voiding dysfunction, and that they are related to the patient's underlying urinary dysfunction. The device or therapy was not related to the utis, and it was reiterated that the patient was in the hospital for hip surgery. It was indicated that "hopefully" the patient's worsened uti frequency has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.